Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the blue connector/stay safe area. Upon follow up, pt stated that she believes the leak was coming from between the catheter and the machine and that the problem was in the cassette. Pt was administered prophylactic antibiotics and her effluent remained clear. Pt was able to complete her treatment via manual exchanges. Actual sample is not available for return. Companion sample is available.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval; however, a companion sample from the same lot was returned for investigation and no defects were noted. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.